Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding the patient's implanted infusion pump containing hydromorphone (10mg/ml at 2.76mg per day). The indication for use was non-malignant pain. On 2016-oct-28, it was reported that following a new implant on (B)(6) 2016, the patient experienced withdrawal. It was unknown whether any environmental/external/patient factors may have led or contributed to the issue. The healthcare provider bolused the patient twice the day after implant, but that did not help. The healthcare provider (hcp) opened the patient up and determined the catheter was functioning properly. The hcp wanted to implant a new pump. On 2016-nov-02, the representative further reported that the pump was implanted at 7:00am on (B)(6) 2016. During implant, the catheter was aspirated successfully and 1cc of fluid was pulled out. The representative watched the nurse aspirate the old pump until it was empty. They then moved 15.5ml of medication from the old pump to the new pump. The concentration could have decreased from around 10mg/ml to 9.1mg/ml due to dilution from the [up to] 1.4ml of water potentially left in the second pump due to dead space. At 7:00pm on (B)(6) 2016, the patient went into withdrawal. The following day the hcp gave the patient two boluses of unknown amounts. At 4:00pm, the catheter was checked and it was free-flowing. Around 10cc of csf was aspirated. 14ml of medication was taken out of the new pump and put into a third pump. The volume may have been diluted again by the [up to] 1.4ml of water potentially left in the third pump, from approximately 9.1mg/ml to 8.1mg/ml. The pump was replaced with the third pump at that time.

Manufacturer narrative:
Analysis of the pump identified no anomalies. As received the reservoir had 3 ml of fluid. The pump was running in the simple continuous infusion mode with pa dosing active. Pump memory log have no anomalies. Pump has passed rpa testing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-nov-21, the rep reported that the software card version on the first pump was aau. Before the pump was replaced, the rep stated that the patient was going through withdrawal so the catheter was checked and it was fine, so the patient wanted a new pump. For the second pump, the software card version was the aau. Interventions to resolve the withdrawals before the pump was replaced consisted of the doctor trying to give the patient 2 boluses of an unknown amount of drug, and there was no outcome. The withdrawals have since been resolved, and the doctor performed a drug change out of the second pump and there have been no updates since.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8870 lot# serial# unknown implanted: explanted: product type software product ID 8840 lot# serial# unknown implanted: explanted: product type programmer, physician product ID 8709sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type catheter product ID 8598a lot# serial# (B)(4) implanted: (B)(6) 2012 explanted: product type catheter. Evaluation conclusion code 71 applies to the pump. Evaluation conclusion code 92 applies to the 8870, 8840, 8709sc, and 8598a if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the previous pump was replaced for normal end of battery life. The patient's previous pump was infusing hydromorphone 10mg/ml at a rate of 2.757mg/day, the pump logs from the date of the pump implant showed that the tubing volume was 0.140ml, catheter volume was .150ml, total prime volume was .290ml. A full system prime was performed during the implant, including the catheter and pump tubing, the surgeon tried to aspirate csf but couldn't, so the catheter segments were disconnected. Aspiration was attempted again, but was still unsuccessful. The surgeon then reassembled the catheter and was able to aspirate 3ml of csf. The serial numbers for the clinician programmer and software card involved in the pump programming on (B)(6) were unknown. The patient's weight at the time of the event was (B)(6), and it was noted that the patient had bronchitis after the implant surgery, but it was unknown if that may have been related to the withdrawal. No further information was known on the possible cause of the patient's withdrawal after implant, and no further information regarding the event was known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.